Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged device was burned in house fire and no longer has device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient has alleged device was burned in house fire and no longer has device. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. The correct b5 should be - the manufacturer received information alleging an issue related to a dreamstation auto CPAP device's sound abatement foam. The patient has alleged device was burned in house fire and no longer has device. There was no report of patient harm or injury. Appropriate code updated/corrected. In the initial report it was wrongly reported under recall, corrected in this follow-up report. This report is not a part of recall.